Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On 07/13/2026, it was reported that the patient experienced feeling dizzy and lightheaded. The CGM reading was 43 mg/dL. No fingerstick was taken, but the patient called for an ambulance. No treatment was provided but the patient was transferred to the hospital. At the hospital a fingerstick was taken, but the patient did not remember the specific reading, and it was not known if the patient experienced a hypo or hyperglycemic event. The CGM reading would have been jumping and erratic at that time, but no CGM values were remembered. The patient was treated with Percocet and Zofran. No further medication was reported, and the patient was discharged after spending 6 to 7 hours at the hospital. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).